Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.614.230; lot: h237842; date of manufacture: november 18, 2016; place of manufacture: brandywine; part expiration date: n/a. Review of device histories for the product, sub-components and raw materials showed that the lot met all dimensional, visual and packaging criteria at the time of release, and there were no non-conformances that would contribute to this complaint. The implant was received with the reported condition of ¿broken (2+ pieces) intraoperatively: rm¿ the following investigation flow was performed: device interaction/functional the returned implant was examined, and the complaint condition could be confirmed as the neutral body, busing, and sleeve have separated from the screw. There is no indicating the screw has broken from the neutral body. A functional test was attempted to determine if the screw head could be reattached to the screw and was not successful. The received condition does not agrees with the complaint description for broken instead it was confirmed for fell apart. The complaint condition could not be replicated due to the neutral body being separated from the screw. Dimensional inspection could not be performed due to post manufacturing damage. A device history review, including material review and material properties, was performed for the returned implant¿s lot number and no material review reports (mrrs), or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture): top-level drawing, components was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. While no definitive root cause could be determined as the circumstances surrounding the complaint are unknown. The complaint was confirmed for fell apart and no for broken. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: lot number is now known. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product codes: kwp, mnh, mni. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2018, a cancellous bone screw synapse separated into two (2) pieces, between the head and the shaft, when the surgeon tried to further advance and slightly reposition the screw under the guidance of an image intensifier. The screw was inserted at the t1 level using pedicle screw technique. Correct instrument was used, and the screw was ensured to be locked tight with the unknown screwdriver; however, the screw still toggled after the insertion attempt. Due to the unexpected separation of the screw, the screw was not fully advanced into the vertebral body, hence, the screw shaft was managed to be taken out. The surgeon replaced the separated screw with a new screw to complete the surgery. It was noted there was a sixty (60) minute surgical delay but the procedure was completed successfully. The patient outcome was not reported. Concomitant device reported: screwdriver (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).